Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03-may-2018 with the following findings: the display screen had a pinkish contrast. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was pink. This report is made based on results of investigation completed on 03-may-2018.